Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection of the device identified a rupture near the lower part of the bladder. This confirmed the reported condition. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed product met all of the acceptance criteria for release. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a basal bolus large volume infusor ruptured at the lower part of the bladder. This malfunction was observed at the end of patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.